Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (age, dob), b1 (product problem), b5, b6, b7, d4 (lot, catalog, UDI), e1, g4 (PMA/ 510(k)), h4. E3 initial reporter occupation: lawyer if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d6a, d10 (concomitant), h6 medical device problem code.

Event description:
Medical records received. After review of medical records patient was revised due to failed right hip arthroplasty with metallosis and pseudotumor. Upon removal of the liner, corrosion was noted on the backside. Operative notes indicate pseudotumor noted adherent circumferentially around the capsule of the joint, this was removed and debrided. There was a light film on the liner aspect of the acetabular cup, which is elected to retain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic evidence could not be confirmed the reported allegation. Based on the quality of the provided photos, no signs of of foreign substances can be observed on the implant. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Medical records were received and stated the following: litigation alleges metallosis, elevated metal ions, adverse local tissue reaction, pseudotumor, pain, stiffness, cardiomyopathy, loss of motion in both hips, suffering and emotional distress. Doi: (B)(6) 2002; dor: (B)(6) 2021 ; right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, e3 (initial reporter occupation: lawyer). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient has a pinnacle cup with a metal on metal articulation. Believed to be implanted in early 2000's. Revised for elevated ions and metallosis. The cup was retained and the articulation changed to a polyethylene liner and ceramic ts head. Doi: (B)(6) 2000. Dor: (B)(6) 2021. (Unknown side).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.